Manufacturer narrative:
The t:slim g4 pump user guide states, "the transmitter battery will last at least 6 months." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump. Reportedly, the transmitter had been in use longer than 6 months. No additional patient or event information was available. Customer was instructed to use a new transmitter.